Event description:
It was reported that a tsb35 was used during an unknown procedure. It was reported by the affiliate that the jaw would not open, since the anvil dislodged. A new stapler was used to complete the case. There was no consequence to the pt.